Manufacturer narrative:
Qn#: (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product met release specifications. The actual sample was not returned for evaluation; therefore, a representative sample was chosen from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The cuff pressure of the representative sample was inflated to 25mbar using a calibrated endotest. The cuff was observed to be inflated and remained inflated at 25mbar for at least 30 minutes. The sample was then immersed in water to check for leaks. No air bubbles were observed indicating there was no leakage. Because the actual sample was not returned for evaluation, the complaint could not be confirmed and a root cause was not established. There were no issues found with the sample taken from current production at the manufacturing facility.

Event description:
Customer complaint alleges "cuff would not inflate properly. Connector did not stay seated properly (see MDR 8040412-2017-00163)." The alleged malfunction was reported as during pre-testing, prior to use on patient. There was no report of patient harm or consequence.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "cuff would not inflate properly. Connector did not stay seated properly (see MDR 8040412-2017-00163)." The alleged malfunction was reported as during pre-testing, prior to use on patient. There was no report of patient harm or consequence.